Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, hardware failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer 3.2 had failed. A field service engineer (fse) arrived and found that the auxiliary tower drawer was working correctly, with no issues detected. After testing the auxiliary tower with the customer, no problems were found, and all drawers were functioning properly. The system functioned as intended after the field service engineer inspected the device.